Event description:
It was reported that the pump began burning or melting. Reportedly, the pump was charging during the event. There was no adverse impact to customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.